Manufacturer narrative:
Citation: I. Belluschi et al. "Can perceval sutureless valve reduce the rate of patient-prosthesis mismatch?" European journal of ca rdio-thoracic surgery 51 (2017) 1093¿1099. Doi: doi:10.1093/ejcts/ezx009 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding can perceval (non-medtronic sutureless valve) reduce the rate of patient-prosthesis mismatch. All data were collected from multiple centers between (B)(6) 2003 and (B)(6) 2016. The study population included 62 homogeneous coupled patients (124 total) half implanted with a suterless valve and half implanted with a sutured valve (predominantly female, mean age 79 years), of the 62 surgical valves, nine medtronic mosaic valves were implanted (serial numbers not provided). Among all patients eight deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: patient prosthesis mismatch, stroke, bleeding with reoperation. Based on the available information, these adverse events may have been attributed to medtronic product.